Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had issues with 2 sensors. Customer was getting ready to insert her sensor and the needle wouldn't puncture her skin. Caller stated that the needle fell off the sensor and that the customer also had a change sensor alert a few weeks ago. Customer followed the correct steps to press and release the button to insert the sensor using a serter. Customer was advised to return the serter and the complete sensor. Caller was advised that replacement sensors and a serter will be sent to the customer.